Event description:
Reportedly, customer experienced incidents of leakage when using the horizon pump set. The was no report of patient injury and no additional information available. Laboratory test results found leakage to involve inlet valve which has been identified as FDA reportable.